Manufacturer narrative:
Concomitant medical products: needleless connector, therapy date (B)(6) 2016. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that "the patient noticed that IV tubing at the connection was cracked". The customer is uncertain on what was infusing at the time; saline or chemotherapy. The user is not certain how long the tubing has been in use. There was no report of patient harm.